Event description:
On an unreported date in (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag and extraneal viaflex intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began treatment with vancomycin 1 gm intravenously (IV) once per day and tazact 4.5 gm IV twice per day. On (B)(6) 2010, the patient was hospitalized for the peritonitis. The patient was recovering from the peritonitis. It was unknown whether remedial treatment with vancomycin and tazact was ongoing. Dianeal and extraneal therapies were ongoing. The reporter believed that the event of peritonitis was unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.